Manufacturer narrative:
The suspect date of event: (B)(6) 2021. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation issue with a peritoneal dialysis (pd) transfer set; further described as ¿the transfer set untwisting itself from the dark blue part¿. This was observed during patient infusion for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.